Manufacturer narrative:
A historical review was performed and found no atypical complaint activity for architect arm concentrated wash buffer lot 14622lf00. The current complaint is the only complaint registered for this lot. Inspection of retained in-house samples did not identify any issues related to the current complaint. Evaluation of this issue with the distribution center confirmed that the material was not leaking on receipt to or distribution from the warehouse, indicating that the leakage occurred during transit of the buffer to the customer site. A review of the material safety data sheet (msds) for architect concentrated wash buffer confirmed that the product contains sodium azide which is harmful by ingestion and also provides advice for first aid measures. The outer box label indicates that the material contains sodium azide and is harmful when swallowed. An in-house investigation is evaluating potential causes for leaks being generated by this material. The description of the issue provided by the customer reasonably suggests a malfunction. The driver required no medical assistance. The driver recovered fully after being removed from exposure to the leaking buffer.

Event description:
The customer states that they had declined to accept a leaking container of architect concentrated wash buffer that was enclosed in a plastic bag delivered by (B)(6). The (B)(6) driver was returning the leaking container to an abbott facility when the driver alleges to have suffered eye irritation during the transport. No further information is available. The customer contacted abbott and was aided in providing (B)(6) with the material safety data sheet (msds) for the product. To date, (B)(6), nor the driver, have been in contact with abbott since this event occurred. The driver was provided abbott contact information. (B)(6), nor the driver, have provided any information as to any type of medical treatment that may have been administered. Skin contact may also have occurred since the container was wrapped in a plastic bag, but there is no information as to the actual extent of exposure.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient problem: chemical exposure (B)(4). Device problem: fluid leak (B)(4).